Event description:
It was reported by the manufacturer representative that a screw disassembled from the 19cm sp bayonet forceps. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The forceps were not return to the user after evaluation as they are not a repairable device.